Event description:
Additional information received reported that the cause of the low impedances was unknown. There were no procedural abnormalities with the surgery. It was noted that the implantable neurostimulator was replaced by a new one at the end. The patient was receiving great outcomes and effective results.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
It was reported that during stage two implant the impedance measurements were very low, 90-92 ohms. The extension-lead was disconnected and re-connected and then the extension was replaced but the impedance values did not change. The ins was then replaced and the impedance values were in normal range. If additional information becomes available a supplemental report will be sent.